Manufacturer narrative:
The reported product was not returned and a comprehensive device investigation could not be performed.

Event description:
It was reported that the asymptomatic patient's leads exhibited noise. The patient had periods of bradycardia associated with these events. The leads were capped and replaced. The patient's condition before, during and post procedure was stable.